Event description:
Additional information was received indicating an invasive procedure was performed and the rate/sense portion of this lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
The rate/sense portion of this lead was capped. Records indicate the shock portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device and lead remain in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a high out of range pacing impedance measurement. No adverse patient effects were reported.